Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Allegedly the patient had a traumatic fall, fracturing her pelvis. The cup loosened in the process. The surgeon removed the cup, head and neck and left the well fixed stem. After close examination of the modular neck pocket the surgeon decided to insert a new neck and head, he then reconstructed the acetabulum. Medium activity level.